Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir had air bubble. The customer's blood glucose value was unknown. Customer stated the approximate size of air bubble was 1 millimeter. Customer stated location of air bubble was at the top of the reservoir. Customer noticed air bubble during filling process. The reservoir will be returned for analysis.